Manufacturer narrative:
A review of manufacturing records showed all requirements were met; the lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No product was returned for evaluation because it was discarded by the treatment facility. Service found system data-card logs were empty, therefore no evaluation could be completed. We were unable to confirm our customers account of sparking coming from the treatment tip. Based on a lack of evaluation data due to the reasons outlined above, no causal factor can be determined and no conclusion can be drawn.

Event description:
Additional clinical information was received from the treating clinic. The customer indicated the patient was treated at a maximum energy of 3.0 and adequate coupling fluid was used throughout treatment. The treatment tip was inspected prior to use as well as every 100 reps, the technician did not note any abnormalities during these inspections. It was reported that this is not the first time this tip was used for a treatment. The customer noted there were no error codes observed. They noticed a spark at 431 reps when the top of the tip lit up, they heard a sizzling sound and the client jumped from the pain caused by the spark. A superficial burn on the patient left cheek was observed, for which the treating clinic administered tylenol, however medical review of the incident determined this to be a non-serious injury.

Event description:
A spark was observed during treatment. Clinic reported a superficial burn was experienced, however medical review of the incident determined this to be a non-serious injury. Additional information has been requested, but not yet received.

Manufacturer narrative:
Treatment tip was discarded and is therefore not available for evaluation. A review of the device history records is in progress.